Manufacturer narrative:
Concomitant products: product ID 37751, serial # (B)(4), product type recharger; product ID 97740, serial # (B)(4), product type programmer, patient; product ID 39565-65, serial # (B)(4), implanted: (B)(6) 2015, product type lead; product ID pnma01411a004, serial # unknown, product type recharger. (B)(4). Analysis of the recharger (s/n (B)(4)) found there were no issues found during bench testing, no issues with heat, charging the ins, recharger, or communications. During the oven test the device tested okay and passed the oven test at 38.2 c. The insr temperature sense simulator tested okay and passed the temperature sense test. It tripped at 38.4 c.

Event description:
It was reported that ever since the patient was allowed to start charging the implantable neurostimulator recharger (insr) generated heat making his skin feel hot and the antenna would get hot resulting in surface burns like little surface blisters from charging and didn¿t think it was irritation. The patient met with the manufacturer¿s representative (rep) who checked it out and the rep. Stated the insr was working properly as it didn¿t show any codes or screens with the antenna too hot. The patient had never seen the temperature too high icon. The rep. Suggested the patient should try using adhesive discs or spacers as the belt wasn¿t broken but it wasn¿t working too well for him so the patient didn¿t use the belt because he would get poor coupling. The patient also reported that it took two to four to charges the implantable neurostimulator (ins) with eight coupling bars from 75% to 100%. He stated that when you watch the manufacturer¿s video it looked like it was easy to charge but sometimes it took two to four hours for him. The patient was sent a new recharger. Upon device return, analysis found the recharger tested okay. There were no issues found during bench testing, no issues with heat, charging the ins, recharger, or communications. During the oven test the device tested okay and passed the oven test at 38.2 c. The insr temperature sense simulator tested okay and passed the temperature sense test. It tripped at 38.4 c. No outcome was reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.